Event description:
The user underwent a revision surgery on the 3rd of august to reinsert the array of which 4 electrodes had migrated out of the cochlea. However, at the revision surgery there was visible damage to the electrode array which is thought to be caused by fibrosis present at the basal turn of the cochlea which damaged the array when it migrated out. Reportedly no difficulty was encountered at implantation and a full insertion was confirmed by imaging. Due to the device damage the user was re-implanted with a shorter electrode type.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem, which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated postoperatively outside of the cochlea. Mechanical damage to the active electrode contacts found during investigation, is attributable to the unsuccessful re-insertion attempts. Further mechanical damages found during investigation are likely related to the removal surgery. This is a final report.

Event description:
It was initially planned to perform a revision surgery on (B)(6) 2022 to re-insert the electrode array, which had partially migrated out of the cochlear as 4 electrodes were reportedly extra-cochlea. However, at the revision surgery there was visible damage to the electrode and the user was re-implanted with a device with a shorter electrode. The observed damage was reportedly not present prior to the insertion attempts. However, it is thought that the damage has been caused by fibrosis present at the basal turn of the cochlea which damaged the array when the array slipped out during insertion attempts. No difficulty was encountered at implantation of the concerned device and a full insertion was confirmed by imaging.